Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the pusher assembly was kinked in multiple locations; the embolization coil was intact with the pusher assembly and the distal tip of the embolization coil was damaged; the embolization coil was compressed on the proximal end. Conclusions: evaluation of the returned device revealed that the distal tip of the embolization coil was damaged and compressed on the proximal end. This type of damage typically occurs due to improper handling during use. If the device was forcefully advanced against resistance during insertion into a microcatheter, damage such as this may occur. Further evaluation revealed that the pusher assembly was kinked in multiple locations. This damage was likely incidental and may have occurred during packaging of the device for return. Since the complaint report had no details of the device failure, the initial root cause of this complaint could not be determined. All penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
It was reported that a ruby coil "did not work". Please note that the manufacturer has requested additional information from the customer; however, no additional information has been provided.